Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device had display issues. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. A service quote for repair was sent to the customer for approval, but the customer requested to cancel the case. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.